Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer's reported issue. The dso seal was replaced.

Event description:
It was reported that there was downstream occlusion seal degradation. There was no patient involvement. Per reporter, the event occurred before infusion.